Event description:
It was reported that customer experienced difficulty removing cartridges from pump and described cartridges as hard to remove. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting or follow-up, and case was closed by technical support without additional actions.